Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient's capsular contracture has been upgraded to baker grade IV. As a result, the patient will undergo an explantation for their impacted device on (B)(6) 2020. Reason for device explant and/or reoperation: capsular contracture concomitant products: 590cc mentor memorygel breast implant (catalog number 3505590bc, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Concomitant products: 590cc mentor memorygel breast implant, (catalog number: 3505590bc, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latina female patient underwent a breast surgery with a 590cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade ii. The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. However, it was reported that the patient expressed interest in undergoing surgery at some point in 2020.